Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when a methylene blue check of bladder performed, it was not running into the bladder. Visually the foley catheter looked fine & it was still insitu. The drain bag also had urine in the catheter. Then the catheter was changed and methylene blue was reconnected which was flowing well with new foley catheter. It was found catheter was kinked inside of the bladder. Patient experienced a repair bladder injury due to the catheter being kinked inside the bladder. Hx-patient came up as emergency from labour and birth suit with catheter insitu. After baby was delivered via c/section it was noticed that the bladder was full and in the way of the uterus.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure was considered within specification as the reported failure could not be observed. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two way silicone foley. Visual inspection of the sample noted no obvious visible defects, such as kinking, bending or surface damage to indicate that it was ever kinked. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and drained normally without any issues or leaks. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that when a methylene blue check of bladder performed, it was not running into the bladder. Visually the foley catheter looked fine and it was still insitu. The drain bag also had urine in the catheter. Then the catheter was changed and methylene blue was reconnected which was flowing well with new foley catheter. It was found catheter was kinked inside of the bladder. Patient experienced a repair bladder injury due to the catheter being kinked inside the bladder.